Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the surgeon encountered problems during implantation and from then on the patient's performance has never reached the expectations. Due to this lack of progress, diagnostic imaging was performed and showed the electrode as being in an improper position. Revision surgery has been considered.